Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to get assistance in setting the date and time on the adc meter. The customer reported that due to being unable to set, they experienced an adverse event in which they required medical treatment at hospital. No further information could be obtained as the customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to get assistance in setting the date and time on the adc meter. The customer reported that due to being unable to set, they experienced an adverse event in which they required medical treatment at hospital. No further information could be obtained as the customer disconnected the call. There was no report of death or permanent injury associated with this event.